Manufacturer narrative:
(B)(4). Date sent: 5/22/2025. D4 batch#: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: powered circular stapler was prepared during the usage phase. Anvil was fixed to the tissue with suture. Stapler was placed. Anvil was placed in its place. Energy went out in the device and it did not work. Ignition could not be done. When the same problem occurred in both products, anastomosis was performed with manual circular stapler. 1. Was the battery plugged in fully with the backlight lit? Yes. 2. Was the device in range? Yes. 3. Was the safety disengaged? No. 4. Did the device staple? Yes. 5. If yes, was the staple line complete (fully circular)? No. 6. Did the device have staple line issues? Malforms, missing staples, no staples etc? No. 7. Was the breakaway washer completely cut? No. 8. Were there two complete tissue donuts? No. 9. Did the device cut the tissue? No. 10. Was it a partial cut? If so, what was cut partially, washer or tissue? No 11. If yes/no, was there any issue with the cut? No 12. Was the device locked on tissue with the anvil closed? Yes 13. If yes, what steps were taken to open the anvil? Anvil opening procedure was performed. 14. If the anvil could not be opened, how was the device removed. The anvil is opened. 15. "Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Yes. 16. Did the washer break completely? No. 17. Was there audible and tactile feedback from the washer break? No. 18. Was the firing stroke interrupted prior to full washer break? Yes. 19. Was the device difficult to close? No. 20. Was there adjusting knob issues? No. 21. Did the anvil detach? No. 22. Did indicator come into orange range? Yes. 23. Were there excessive tissue between the anvil and the deck? No. 24. Did the surgeon wait the 15 seconds to fire the device? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the powered circular stapler did not work. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.